Event description:
Customer reported device stopped powering on, sometime during the last couple weeks. Customer stated the device has brown discoloration in the area where there are missing 3rd and 4th pins. Customer indicated the device previously overheated and was moved to a different location. No treatment was recieved. A request was made return product and replacement product was sent.